Event description:
It was reported that a merlin.net transmission showed non-sustained right ventricular oversensing. Upon review of egms, sensing latency between nearfield and farfield channels was observed. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.